Manufacturer narrative:
The creatinine reagent lot number is 73194601 with an expiration date of (B)(6) 2025. The system's alarm trace showed abnormal probe-sucking alarms, which is an indication of possible poor sample quality. The field service representative found the rinse mechanism vacuum tubing was damaged and leaking. Additionally, he found the syringe had a bad guide bearing. He replaced the damaged rinse tubing and the syringe guide bearing. He performed a precision check after the repair and the results were within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable crej2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 0.42 mg/dl. The repeated result was 1.00 mg/dl. The repeated result was believed to be correct. The erroneous result was reported outside of the laboratory. The sample was repeated due to the initial result being lower than the set measuring range (0.463 mg/dl - 25.2 mg/dl).